Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the alleged product issue cannot be confirmed. The instructions for use identifies thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that three days after the fred was implanted to treat a left internal carotid artery (ica) aneurysm, the stent became occluded. There was no reported sequela and no additional intervention was performed. The patient's current condition is reported to be "favorable." There was no reported malfunction of the fred.